Event description:
Based upon additional information received on 05-dec- 2017, the case initially assessed as non-serious was upgraded to serious as the serious event of device malfunction with the seriousness criterion of important medical event was added. This unsolicited case from united states was received on 05-dec-2017 from other health care professional. This case concerns female patient (age unspecified) who received treatment with synvisc one and later after few days had major swelling in her injected knee, limping and pain in her injected knee; also, device malfunction was identified for the reported lot number. No medical history, past drugs, concomitant medication or concurrent condition was provided. On an unknown date in (B)(6) 2017 (early in the week), the patient initiated treatment with intra-articular synvisc one injection (frequency, dose, indication and expiry date: unknown) (batch/lot number: 7rsl021). On an unknown date in (B)(6) 2017, after few days of receiving injection, patient went to the ER (emergency room) on thursday due to major swelling, and pain in her injected knee. Patient was limping. It was sure what was done in the ER, but the practice did told that should resolve over time. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event (ime) for device malfunction additional information was received on 05-dec-2017. The serious event of device malfunction with the seriousness criterion of ime was added and the case was upgraded to serious. Ptc results were added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 25-dec-2017: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced to have knee swelling, knee pain and limping. Although exact event onset dates have not been provided for all the events, temporal relationship can still be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.

Event description:
Based upon additional information received on 05-dec- 2017, the case initially assessed as non-serious was upgraded to serious as the serious event of device malfunction with the seriousness criterion of important medical event was added. This unsolicited case from united states was received on 05-dec-2017 from other health care professional. This case concerns (B)(6) years old female patient who received treatment with synvisc one and on the same day had major swelling in her injected knee, ankle swelling, limping, pain in her injected knee/ knee, ankle swelling and leg swelling; also, device malfunction was identified for the reported lot number. The patient's medical history was significant for obstructive sleep apnea, cyst of ovary, constipation, breast cancer in (B)(6) 2017, appendectomy in (B)(6) 2015, breast biopsy in (B)(6) 2017 and primary osteoarthritis of right knee. Ptient's concomitant medications included fluticasone propionate (flonase) for allergies, macrogol (miralax), meloxicam (mobic) for pain, omeprazole for reflux, multivitamin as preventive and probiotic 1.5 billion for stomach health. No past drugs were provided. Patient had no known drug allergy. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6ml, once (indication and expiry date: unknown) (batch/lot number: 7rsl021) in the right knee. On the same day, patient experienced limping, major swelling in her injected knee, pain in her injected knee, knee, ankle, ankle swelling and leg swelling. It was reported that the patient went to the ER (emergency room) on thursday on (B)(6) 2017, ultrasound and x-ray was done which were both negative. On (B)(6) 2017, the events of limping, major swelling in her injected knee, pain in her injected knee, knee, ankle and leg swelling were recovered. On (B)(6) 2017, patient recovered from the events of ankle swelling, leg swelling and major swelling in her injected knee/ knee, ankle swelling. Corrective treatment: ibuprofen for leg swelling and not reported for the rest of the events outcome: unknown for device malfunction; recovered for all other events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event (ime) for device malfunction reporter causality: according to the reporter, the knee, leg and ankle swelling (right) were not related synvisc one. Additional information was received on 05-dec-2017. The serious event of device malfunction with the seriousness criterion of ime was added and the case was upgraded to serious. Ptc results were added. Text amended accordingly. Additional information was received on 22-jan-2018. Patient's age added. Therapy date of synvisc one, dose and frequency added. Patient's medical history, concomitant medications and concurrent conditions were added. Event verbatim of pain in her injected knee was updated to pain in her injected knee/ knee, ankle swelling. Outcome updated for the events of major swelling in her injected knee, limping and pain in her injected knee from unknown to recovered/resolved. Additional event of leg swelling added with details. Action taken was updated. Text was amended accordingly additional information was received on 29-jan-2018 from the patient. Event of ankle swelling was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 29-jan-2018: the additional information dose not alter the previous case assessment. This case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced to have knee swelling, knee pain and limping. Although exact event onset dates have not been provided for all the events, temporal relationship can still be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.

Event description:
Based upon additional information received on 05-dec- 2017, the case initially assessed as non-serious was upgraded to serious as the serious event of device malfunction with the seriousness criterion of important medical event was added. This unsolicited case from united states was received on 05-dec-2017 from other health care professional. This case concerns (B)(6) years old female patient who received treatment with synvisc one and on the same day had major swelling in her injected knee, limping, pain in her injected knee/ knee, ankle swelling and leg swelling; also, device malfunction was identified for the reported lot number. The patient's medical history was significant for obstructive sleep apnea, cyst of ovary, constipation, breast cancer in (B)(6) 2017, appendectomy in (B)(6) 2015, breast biopsy in (B)(6) 2017 and primary osteoarthritis of right knee. Ptient's concomitant medications included fluticasone propionate (flonase) for allergies, macrogol (miralax), meloxicam (mobic) for pain, omeprazole for reflux, multivitamin as preventive and probiotic 1.5 billion for stomach health. No past drugs were provided. Patient had no known drug allergy. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6ml, once (indication and expiry date: unknown) (batch/lot number: 7rsl021) in the right knee. On the same day, patient experienced limping, major swelling in her injected knee, pain in her injected knee, knee, ankle and leg swelling. It was reported that the patient went to the ER (emergency room) on thursday on (B)(6) 2017, ultrasound and x-ray was done which were both negative. On (B)(6) 2017, the events of limping, major swelling in her injected knee, pain in her injected knee, knee, ankle and leg swelling were recovered. Corrective treatment: ibuprofen for leg swelling and not reported for the rest of the events outcome: recovered/resolved for the events of major swelling in major swelling in her injected knee, limping, pain in her injected knee/ knee, ankle swelling and leg swelling and unknown for the event of device malfunction a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event (ime) for device malfunction reporter causality: according to the reporter, the knee, leg and ankle swelling (right) were not related synvisc one. Additional information was received on 05-dec-2017. The serious event of device malfunction with the seriousness criterion of ime was added and the case was upgraded to serious. Ptc results were added. Text amended accordingly. Additional information was received on 22-jan-2018. Patient's age added. Therapy date of synvisc one, dose and frequency added. Patient's medical history, concomitant medications and concurrent conditions were added. Event verbatim of pain in her injected knee was updated to pain in her injected knee/ knee, ankle swelling. Outcome updated for the events of major swelling in her injected knee, limping and pain in her injected knee from unknown to recovered/resolved. Additional event of leg swelling added with details. Action taken was updated. Text was amended accordingly pharmacovigilance comment: sanofi company comment for follow up dated 22-jan-2018: the additional information dose not alter the previous case assessment. This case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced to have knee swelling, knee pain and limping. Although exact event onset dates have not been provided for all the events, temporal relationship can still be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.